Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that usb cable no longer function to charge the pump. Customer¿s blood glucose level was not impacted. Customer was instructed to use an alternate cable to resolve issue.